Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent vaginal hysterectomy with bso and right oophorectomy, the left oophorectomy was done laparoscopically due to incomplete uterine prolapse, sui, rectocele, enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, pop, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scarring and incontinence.